Event description:
Reporter indicated not being able to communicate with a vns patient's generator. During communication, orange light on the wand is on for "one sec and then nothing further." Multiple attempts were unsuccessful. Troubleshooting did not resolve the issue. The handheld has been used successfully on other patients without any problem. Good faith attempts to obtain additional information have been unsuccessful to date.